Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.". In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced thrombosis, necrosis and difficulty removing the device. After implantation of the pump, the patient developed a clot in the chest tube, and a computed tomography showed a small bowel obstruction. The patient was treated with administration of fluids and a small bowel resection. The impella 5.5 could not be removed from the access site so the pump had to be removed from the chest via surgery. A clot was observed in the explanted pump.

Manufacturer narrative:
Investigation summary: thrombosis: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Necrosis: clinical details reported the patient had a dead bowel that required resection. The cause of the injury was not determined due to insufficient clinical details. Removal issue: clinical details reported that the attempt to remove the pump through the graft was met with resistance, and the chest had to be reopened in order to remove the pump. Upon explant, the graft reportedly had a significant amount of clot inside of it. It was also reported that anticoagulation was not started until several days after initial implant. The product was not returned for investigation. The cause of the removal issue was most likely use related, as the resistance when removing the pump was most likely due to the clotting inside the graft, which occurred because of insufficient anticoagulation throughout the case. Device history review: the pump passed all post sterile inspection criteria.